Event description:
It was reported that patient presented in clinic for follow up, after receiving a patient notifier, with a device that was post-paced t- wave oversensing on the ventricular channel. Patient was asymptomatic. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.